Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right atrial (ra) lead received inappropriate anti-tachycardia pacing (atp) therapy during an atrial fibrillation (af) event due to atrial lead undersensing. Noise with some oversensing were observed during in-clinic testing. Additionally, the ra lead trend shows many low daily measurements of atrial intrinsic amplitude. The patient is followed by chu de bordeaux with a follow-up scheduled the following week at which point a decision regarding a lead revision will be made. No adverse patient effects were reported. This lead remains in service.